Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty on the left side. Subsequently, the patient experienced an infection. As a result, the surgeon removed the implants and converted the patient to a competitor's device. Patient was last known to be in stable condition following the event. No further information available.

Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6). 315-35-00 - glnd kwire (B)(6). 315-35-00 - glnd kwire (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-32-40 - expanded glenosphere, 40mm, for small reverse (B)(6). 320-35-02 - small superior augment glenoid plate (B)(6). 320-40-00 - humeral liner, 40mm, +0 (B)(6). 321-52-07 - 3.2mm drill bit sterile (B)(6). 321-52-09 - 3.2mm k-wire, trocar tip (B)(6). 321-52-09 - 3.2mm k-wire, trocar tip (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). A10012 - gps implant kit v2 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.